Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5 to treat degenerative disc disease. It was reported that the tip of the driver broke off in the setscrew during final tightening. The tip was not able to be retrieved from the setscrew. No additional patient complications were reported.

Manufacturer narrative:
The product was returned for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.